Manufacturer narrative:
This report contains supplemental information for mentor asr submission number (B)(4). Mentor¿s asr exemption #e1999017. On 9/10/2019, mentor became aware that asr submission numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 425cc mentor smooth round moderate profile; catalog number: 3501670; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr submission number (B)(4). It was reported that a (B)(6) hispanic female patient underwent revision breast augmentation with 425cc mentor smooth round moderate profile and was presented with left side deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On 9/10/2019, mentor became aware that asr submission numbers(B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).